Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. Trends showed saw-tooth pattern of increased and decreased thresholds. The impedance have been slowly declining and measured below normal range. The lead was programmed unipolar and it remains in use with continued close monitoring. No patient complications have been reported as a result of this event.